Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was treated with unspecified anti-inflammatory drug (intraperitoneal) for peritonitis. Pd therapy was ongoing. The cause of peritonitis, patient hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Corrected information added to b3: the peritonitis event occurred on an unreported date in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.